Manufacturer narrative:
Procedure (B)(6) shows significant patient movement away from pid arm at the time of arcuate incision starting. Indicating the patient's pid ring may have not been locked completely to the pid arm. This may have led to perforation. Surgeon has the ability to monitor patient and pause procedure during movement. System functioned designed. No further clinical follow-up required.

Event description:
On (B)(6) 2025, doctor (B)(6) reported to cas that on (B)(6) 2025, they experienced a perforated cornea while performing an ak during procedure ID #(B)(6). Doctor is seeking a review of procedure ID # (B)(6).

Event description:
On (B)(6) 2025, doctor (B)(6) reported to cas that on (B)(6) 2025, they experienced a perforated cornea while performing an ak during procedure ID # (B)(6). Doctor is seeking a review of procedure ID # (B)(6).

Manufacturer narrative:
Procedure (B)(6) shows significant patient movement away from pid arm at the time of arcuate incision starting. Indicating the patient's pid ring may have not been locked completely to the pid arm. This may have led to perforation. Surgeon has the ability to monitor patient and pause procedure during movement. System functioned designed and patient is progressing well post op. No further clinical follow-up required.